Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and sensor glucose and blood glucose level was off 100 points. The customer¿s blood glucose was 175 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer¿s blood glucose level was 142 mg/dl. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.